Event description:
During an implant attempt of the subject device, the physician reported capture failure while outside and inside the pocket. It was reported that this caused the patient to go asystolic for a period of 6 seconds. Another pacemaker was implanted instead.

Event description:
During an implant attempt of the subject device, the physician reported capture failure while outside and inside the pocket. It was reported that this caused the patient to go asystolic for a period of 6 seconds. Another pacemaker was implanted instead.

Event description:
During an implant attempt of the subject device, the physician reported capture failure while outside and inside the pocket. It was reported that this caused the patient to go asystolic for a period of 6 seconds. Another pacemaker was implanted instead.

Manufacturer narrative:
Preliminary analysis showed that device operation was within specifications.